Event description:
It was reported that the patient presented to the hospital for a device check and a capture anomaly was noted on the right ventricular (rv) lead. A chest x-ray was performed, and no issues were found. However, the patient was scheduled for repositioning due to continuing issues. When the patient was brought in for a revision on (B)(6) 2022, fluoroscopy showed the lead had dislodged and perforated the heart. The procedure was rescheduled for rv lead removal. On (B)(6) 2022, the rv lead was explanted and replaced. The patient was in stable condition.